Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The legal manufacturer reviewed the customer responses to questions on cleaning disinfection and sterilization (cds) processes and no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use: the instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.